Manufacturer narrative:
An event regarding revision surgery due to femoral stem fracture involving a scorpio ts fem. W/lfit was reported. The event was confirmed by x-ray. Method & results: -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: no examination of the explanted components and no documented follow-up between the (B)(6) 2008 surgery and (B)(6) 2015 are available. There is no evidence of faulty stryker products noted as contributing to this complicated clinical picture of three revisions of a right total knee arthroplasty. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: medical review of the information provided did not identify a route cause of the reported event of femoral stem fracture. Further information such as product return, additional x-rays as well as additional patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Right knee revision due to broken stem or offset - sales rep unsure which component was broken. As per discussion with sales rep: it appeared to the rep from the explanted devices that the 21 x 80mm stem broke off inside the offset adapter.